Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device product code: oog. Discarded.

Event description:
It was reported during an initial knee arthroplasty there was severe anterior femur notching while using the psi instrumentation. The surgeon had placed the device in hyperextension and notching occurred 5-10 mm above anterior flange. It was stated by the surgeon to be their position of the device that led to the notching. As a result there was a 15 minute delay. The procedure was completed with standard instrumentation.